Event description:
It was reported that this brady lead suspected to be fractured. No adverse patient effects were reported. Currently, the lead remains in service. The local area field representative was contacted for additional information, however at this time no further information is available.